Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Isi did receive an email notification from the FDA. The related and referenced medical device report (MDR) (B)(4) is associated with this complaint.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the monopolar cautery hook instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
Intuitive surgical, inc. (Isi) received user facility report (B)(4) stating: robotic monopolar cautery hook was in use when the hook broke. The hook cable tip hung to one side and was unable to be fixed. The broken tip could cause injuries.